Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory and vibration. The pump cover was opened and the electronically erasable programmable read-only memory (eeprom) component was observed to be damaged / cracked. Further analysis confirmed that an eepro failure was the cause of the blank display. The pump¿s keypad buttons were unable to be tested due to the blank display. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. During investigation, the display lens was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.